Manufacturer narrative:
The device was received by spacelabs healthcare and evaluated by a equipment service center technician. The unit was identified to have a faulty fan on the video card. Due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. The reported failure was due to a faulty fan on the video card.

Event description:
The customer reported that while in use, the xhibit central station would intermittently shut itself off. There was no patient or user harm associated with this event.